Event description:
It was reported that the system displayed a cine disk error; thereby losing subtraction, road-mapping, or other critical vascular cine functions. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge pcb, sata and power cables were evaluated and reseated. The cine drive was reformatted. The system was tested and found to be working as intended and returned to service.